Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3., b.2., b.3., b.5., b.6., b.7., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol was exchanged for the same model iol with a .5d difference in power. There was no patient harm and the patient's issues have resolved. The surgeon's prognosis is superb, positive and stable.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, difficulty focusing, and trouble driving. The iol was exchanged in a secondary procedure. Additional information was requested.